Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid via an implanted pump for an unknown indication for use. It was reported that the patient was complaining of an increase in their normal pain. The patient was also new to this physician and had surgery (unrelated) since the last implant of the pump, so the physician was concerned the catheter might have been compromised. He mentioned there was a small possibility the catheter might have been compromised. After removing the catheter, it appeared to be fully intact and not compromised. The physician still decided to do a full system replacement just to be safe. The patient had unrelated surgery since the system was implanted. However, once explanted there was no evidence that the system was compromised in any way. The pump was interrogated in pre-op and no alerts or alarms were detected. The pump was also emptied, and medications were measured and matched what the tablet was displaying for reservoir volume. The physician made the decision to go ahead and replace the pump and catheter, on the date of this report, to be safe and start fresh. The issue was resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 31-mar-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.